Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 8042b; bi-v ipg; implant: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient was experiencing muscle stim and phrenic nerve stim due to a left ventricular (lv) lead dislodgement. The lead was capped and replaced. No patient complications have been reported as a result of this event.